Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. Full lead returned. The lead passed the introducer test. Apnoto of the tip was added.

Event description:
It was reported when the box was opened, the lead tip appeared bent. The lead was not implanted. No patient complications were reported as a result of this event.